Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse performed high sensitivity (hs) system check which failed the lumiwash portion. The fse noted the liquid waste filter was wet and the jar was filled with fluid. The fse replaced the waste filter. The fse repeated the hs system check and all portions passed. On (B)(6) 2011, the fse noted liquid waste filter was damp again. The fse advised the customer to run without the filter in place. The unit was in operation. Operating the unit without the liquid waste filter is a common and acceptable practice as the potential for system issue increases with a damp filter. The customer has a standard protocol to retest all initial positive results. All related medwatch reports: 2122870-2012-00072, 2122870-2012-00073, 2122870-2012-00074, 2122870-2012-00075, 2122870-2012-00078, 2122870-2012-00076, 2122870-2012-00077.

Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, within the risk stratification, for one patient with multiple samples, involving unicel dxc 600i synchron access clinical system. This is report number two of seven. Subsequent testing produced lower results, within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.